Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's left toe was revised due to a broken plate after patient sustained a fall and kicked a wall. The surgeon found that that the fusion sight was no longer stable after the listed event. The plate was found to be broken.

Event description:
It was reported that patient's left toe was revised due to a broken plate after patient sustained a fall and kicked a wall. The surgeon found that that the fusion sight was no longer stable after the listed event. The plate was found to be broken.

Manufacturer narrative:
The reported event that cross plate mtp, left anchorage was alleged of issue s-12 (implant breakage after surgery) could be confirmed, since the device was returned for evaluation on 23rd march and matches with the alleged failure mode. The device inspection revealed that the plate showed signs of breakage due to sudden overstress. Based on the results of the examination, it can be stated that the plate failed due to impact force. Moreover, based on the information provided within the event report ¿patient sustained a fall and kicked a wall¿. Stryker screw and plate implants are designed to function only until bony healing (usually 6-12 weeks). Certain cases such as delayed healing, non-union or trauma, as in this case where the patient had a fall and hit the leg on the wall, can lead to excessive stress on the implant and result in cracking or fracturing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The ¿instructions for use¿ clearly instructs that ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis¿. Also it mentions that ¿excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads¿ is ¿capable of compromising implantation success.¿ if any further information is provided, the investigation report will be updated.